Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address ongoing infection. Doi (B)(6) 2012 (stem, cup, screws) - dor (B)(6) 2012 (right hip). (Pls make the following entry in the diligence log: the following head and liner were also removed, but are not being entered as part of this complaint because the patient was already being treated for infection when they were implanted on (B)(6) 2012. Lot 2429842; 1218-87-352; lot unk).

Event description:
Patient was revised to address ongoing infection. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, weakness, decreased range of motion and increased metal ions. The MDR decision has been reversed and all products are now being reported to address these issues. *update has been electronically attached to the complaint document. Update rec¿d (B)(4) 2013 ¿ pfs received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.